Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing on the right atrial channel. The device was reprogramed, however, due to this, the right atrial channel exhibited undersensing and loss of capture on the left ventricular channel. Reprograming of the device was performed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that the device exhibited undersensing once more on the right atrial channel. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.